Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/chamber in the device. The patient alleged difficulty breathing/short of breath, burning sensation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath, burning sensation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 12 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath, burning sensation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed a heavy amount of dust-like contamination underneath the control knob on the ui panel. Pil observed damage in the form of a crack on the ui panel directly below the lcd. Pil observed dried liquid spots and other unknown contamination on the left side panel. Heavy amounts of dust-like contamination along with a brownish contaminate and potential hair-like particles were observed on the right side panel and behind the sd card cover. Dust-like contamination was observed in the air inlet. Manufacture observed 3 of the anti-slip pads on the bottom enclosure were missing. Unknown damage/contaminants along with small scratches were observed all over the bottom enclosure. Dust-like contamination was observed on the interior side of the top enclosure. A significant amount of dust-like contamination and potential hair-like particles were observed underneath the control knob, inside the sd card slot, on the interior side of the left side panel, on top of the blower box and iso port. Using a known good power supply and power cable, manufacturer verified the base unit provided airflow.the device's downloaded event log was reviewed by the manufacturer and found 32 errors. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also unable to confirm the device not functioning, being noisy, or having a strange odor. Manufacturer was unable to directly address the symptoms outlined in the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.